Manufacturer narrative:
(B)(4). Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) informed the hp of the alarm?s meaning. The hp had already cleared the alarm and they were going to complete a manual exchange to finish the therapy. The troubleshooting revealed that there was unused clamp(s) that were left open during the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.